Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was downloaded and reviewed and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Date of event date of this report describe event or problem "dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the receiver displayed err121." Date received by manufacturer (B)(4)2017" replace with "(B)(4)2017".

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the receiver displayed error icon.